Event description:
Subsequent to the previously filed report, additional information was received: while grasping the leaflets, it was observed that the gripper line was broken, and one gripper was not lowering. Trouble shooting was performed, but the issue continued to occur. Therefore, the clip was removed and replaced.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported broken gripper line. The reported gripper actuation issue appears to be related to the gripper line break. The reported poor image resolution was associated with difficulty imaging. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A mitraclip xtw was inserted, and two grasping attempts were performed. However, difficulties with imaging occurred. The clip was inverted and brought back to the left atrium. However, it was observed that the gripper line that corresponds with the latch was broken. Therefore, the clip was removed and replaced. One clip was then deployed on the mitral valve, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A mitraclip xtw was inserted, and two grasping attempts were performed. However, difficulties with imaging occurred. The clip was inverted and brought back to the left atrium. However, it was observed that the gripper line that corresponds with the latch was broken. Therefore, the clip was removed and replaced. One clip was then deployed on the mitral valve, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. Subsequent to the previously filed report, additional information was received: while grasping the leaflets, it was observed that the gripper line was broken, and one gripper was not lowering. Trouble shooting was performed, but the issue continued to occur. Therefore, the clip was removed and replaced.

Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue was confirmed via returned device analysis and observed one gripper line was separated from the l-lock shaft. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported gripper actuation issue was due to the gripper line separation (slip). The separated gripper line appears to be related to a potential product quality issue. This complaint is within the scope of an exception as the complaint description and device code match the specific issue described in the exception. Therefore, exception (issue) 130421 and exception (action) 135842 are referenced. The investigation evaluated the reported issue, and the engineering group identified the likely root cause to be manufacturing variability at the supplier. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices. The reported broken gripper line appears to be due to the user perception of the gripper line slipped. The reported poor image resolution was associated with difficulty imaging.